Event description:
The customer states unit is loose on cart and not able to secure via screws at bottom of unit, also has a dim display at highest brightness. The customer reported that the unit was not in use on a patient. The customer contacted product support and stated the unit was loose on the cart and unable to secure via screws at bottom of unit. The customer requested the part numbers to repair the unit. Product support provided part numbers to correct the loose unit on the cart and provided the part number for the ui assembly. Product support advised the customer to change the ui assembly to correct the dim display. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per biomedical engineer the issue was discovered by the respiratory therapist. No delay and medical intervention reported. The biomedical replaced the central processing unit (cpu) tray cover, thumbwheel and rubber foot to address the loose cart issue. The parts were all discarded. The biomed still waiting for the liquid crystal display (lcd) assembly to completed the dim display issue.

Manufacturer narrative:
Per biomedical engineer the issue was discovered by the respiratory therapist. No delay and medical intervention reported. The biomedical replaced the cpu tray cover, thumbwheel and rubber foot to address the loose cart issue. The parts were all discarded. The lcd assembly has been ordered to address the dim display issue, but it is currently on backorder. The necessary repair will be completed once the part is received.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted.